Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "410 implants" and "capsular contracture" against left device. The device has been explanted.

Event description:
Healthcare professional reported "410 implants" and "capsular contracture" baker grade iii-IV against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "410 implants" and "capsular contracture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation analysis of the returned device identified: weight to spec, crease fold, wear abrasion, observed 40 mm dark patch edge material inside gel device and air voids in the gel. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.